Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the monitor would intermittently go black. The next day, it was reported that when this happened the site had to reboot the system, indicating there were potentially unexpected shutdowns rather than intermittent monitor behavior. There was no patient present when the issue was discovered. Additional information was later received clarifying that when this issue occurred, the site powered down the system and it corrected it. No further information was available from the site.